Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a right atrial (ra) lead warning. The ra lead was not seated in the device header port. The device and lead was revised and tested afterwards revealing normal function. The device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.